Event description:
During a persistent atrial fibrillation, a faradrive steerable sheath was selected for use. During procedure, upon removal from the left atrium, it was discovered that the sheath was unable to aspirate or flush. It was checked valve for dislodgment and tried to aspirate with no success. The device was replaced, and procedure was completed with no patient complications. The device is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.